Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported many overcorrections despite using company's recommendations. Additional information has been requested. There are multiple related reports for this event. This report addresses the patient with clinical information provided, and other manufacturer reports will be filed for additional event dates and patients.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for date of treatment has been performed. Logfile review shows no abnormalities, all laser system functions were within specifications at this day, no technical problem can be identified during logfile review. The root cause could not be identified by the investigation. According to logfile review, the device was working as intended. No technical root cause could be identified. The manufacturer internal reference number is: 2020-06707.